Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill in the centrifuge of the orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a blood spill in the centrifuge of the orthopat machine. No donor or operator injury or reaction was reported. Upon eval of the device the reported problem was confirmed. The machine was decontaminated and components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).